Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned. Analysis indicates that no anomalies were found. Observations noted blood/body fluid (not obstructed) on the distal conductor and the proximal conductor. Blood was also noted on the helix/lobe mechanism. The outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that the right atrial lead had become dislodged. It was removed but not replaced due to chronic atrial fibrillation in the patient. No patient complications have been reported as a result of this event.